Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: instrument was used in a planned revision surgery, while removing the locking caps the tip of the screwdriver twisted. Some locking caps could not be removed with this screwdriver. There was second screwdriver available, so the surgery was completed without delay. No harm was done to the patient. No prolongation of surgery time was noted. Surgery was successfully completed. This report is for an unknown locking cap. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the universal punch manufactured the screwdriver shaft. The supplier¿s certificates of compliance indicate the parts met the required specifications. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Dimensional inspection cannot be performed due to the damage incurred. Based on these findings it can be concluded that the screwdriver yielded and stripped due to excessive applied torque while removing a locking cap. It is likely that improper use of the screwdriver contributed to cause this complaint as according to the technique guide, this instrument is not intended to remove locking caps. Locking caps should be removed by using the t-handle with torque limiter and the engaged screwdriver. Locking caps are designed to lock the construct and resist postoperative loosening and rod push through. Therefore, in certain cases, the loosening torque may be higher than 10 nm. For such cases, the respective technique guide should be followed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking cap/unknown lot. Additional product codes: mnh, mni, kwq, kwp. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.